Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had previously displayed temporary loss of rf telemetry. Telemetry was reestablished and interrogation of the device was successful. No adverse patient symptoms were reported. Four years later, the device was removed for unknown reasons and returned for disposal. There were no further allegations from the field.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the quarter 2, 2010, product performance report. No temporary loss of rf telemetry occurred during bench testing.